Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by (B)(4), the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution co in the (B)(4).

Event description:
As stated by the (B)(6) - "resident was moved to concerto for bathing from maxi move. Resident was placed on trolley and side rail was not fully engaged on left side. Left side rail was not latched completely and mattress pad was covering the view of latches. Resident leaned against left side rail and rail dropped, causing resident to slide off and land on the floor causing injury to scalp." Manufacturer's ref no (B)(4).